Event description:
Volume inaccuracy volume inaccuracy the distributor claims this unit is alarming transducer fault, exhaled volumes are always reading very high, they try to calibrate the exhalation flow transducer and the problem was not corrected, the transducer fails the zero calibration. Requested information about whether this was on a patient and has not be received as of 05/04/2015.

Manufacturer narrative:
The foreign distributor evaluated the device and determined the issue was caused by a malfunctioning transducer. The foreign distributor will be shipped a replacement main pcb to repair the device and return it back into service. Carefusion will issue a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty component for evaluation. As of may 4, 2015 the alleged faulty component has not been received. Should the alleged faulty component be received and evaluated, a follow-up medwatch report will be submitted.